Event description:
The patient presented to the clinic with a syncopal episode. The lead exhibited loss of capture and sensing due to a subclavian crush.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.